Manufacturer narrative:
The harmonic ace curved shears insert has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. Based on the information provided, this complaint is being reported due to the following conclusion: the harmonic ace curved shears insert fell into the patient, and was retrieved. At this time, it is unknown what caused or contributed to the harmonic ace curved shears insert falling into the patient. There is no indication that the patient experienced a serious injury because of the reported issue.

Event description:
It was reported that during a da vinci prostatectomy procedure, the harmonic ace insert fell inside a patient and was retrieved. The surgical procedure was completed using a replacement harmonic ace curved shears insert. No patient harm, adverse outcome, or injury was reported. Intuitive surgical, inc. (Isi) contacted the initial reporter. He stated that the insert was retrieved laparoscopically during the da vinci surgical procedure. The initial reporter also indicated that no patient harm, adverse outcome, or injury occurred as a result of this incident.